Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would suspend when his blood glucose level was not low. Customer's sensor glucose reading was 80 mg/dl but his blood glucose level was 180 mg/dl. The customer received sensor error alarms. The sensors were bent. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Sensor performed continuity resistance test and sensor failed per specifications. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.